Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, approximately at 9:20 am (eastern time), the lay user/patient contacted lifescan alleging an "error 2" issue when inserting a test strip into his one touch ultra meter. The patient normally tests 4 times per day at each meal and before bed. He also takes humalog r on a sliding scale. The patient indicated that the "error 2" message first occurred at 8am (eastern time) on the same day. After the attempted test, the patient took 6 units of humalog r. The patient claimed that he would have adjusted his insulin dosages if he knew what his blood glucose level was at the time, but since he did not know, he based the insulin dosage on his last result, which was a "218 mg/dl" obtained at 8pm the previous night. After taking the insulin, he developed symptoms of feeling shaky and lethargic. He then administered self-care with half a can of soda and felt better afterwards. The customer service representative (csr) noted that the correct testing techniques were used; however, the patient was using expired test strips. This complaint is being reported, because the patient alleged he was unable to test due to the "error 2" message, took insulin, and then became hypoglycemic. He further claimed he would have adjusted his insulin dose had he known his blood glucose. Replacement products were sent to the patient.